Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. At the time of report, it was unknown if the device involved in the event was removed; therefore, a return sample evaluation is unable to be performed. Bezoar and ulcer are known complications of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, an exploratory gastroscopy was performed and a pressure ulcer in the pylorus and a phytobezoar were confirmed. A computerized tomography scan confirmed no perforations and the patient had improved. On (B)(6) 2026, the patient was discharged from the hospital.